Event description:
It was reported that a pump alarmed for "upstream occlusion!" When no upstream occlusion was present. The alarm occurred in unit 12a during an infusion of ampicillin at a rate of 125 ml/hr. It was reported that the fluid was room temperature. The head height was reportedly less than 20 inches and 2 tiny bubbles were observed. Furthermore, it was reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the reported event.